Event description:
Event description guidant received information that a patient who has a competitor's device and lead system but a guidant patch, exhibited shock impedance measurements of over 200 ohms. During induction at the implantation procedure six months ago, the impedances were 36 ohms. The patient received a shock last month and the post shock impedance measurement was 36 ohms.